Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The surgeon notes a possible secondary surgical intervention due to lens rotation and blurry vision and requested assistance from a consultation doctor. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Implant date: (B)(6) 2022. (B)(4).